Event description:
Patient undergoing robotic laparoscopic cystectomy of the bladder. This was a long surgery lasting 7 hours. Silicon tip cover accessory used on robotic instrument split from the tip of the cover backwards for 1/8 inch exposing the instrument.